Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18914773/18915129.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming done and had some pain at the ipg and lead insertion sites. The patient underwent an ipg and lead explant procedure. All explanted devices were discarded by the facility.